Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that a patient had respiratory arrest while using the device and required resuscitation.

Event description:
It was reported to resmed that a patient had respiratory arrest while using the device and required resuscitation.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation determined the device failed to complete its internal self-test. The non-return valve was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Review of the device data logs also revealed the single occurrence of a battery charger fault alarm (sf180). Based on all available evidence and complaint investigations of a similar nature, the investigation determined the root cause of the sf180 was device operation in a temperature less than what is in specifications and the root cause of the failed to complete its internal self-test was a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).